Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoirs test. Reservoirs and transfer guards passed per inspection. No leakage anomalies were observed during filling. Reservoirs connected and locked in place properly.inspected two opened and used reservoirs. Performed pre-fill reservoirs test. Reservoirs and transfer guards passed per inspection. No leakage anomalies during filling. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin from the reservoir leaked during filling. No further information was provided.